Event description:
It was reported that an alarm 2 indicated an occlusion event that led to the customer's blood glucose level being too high, beyond 500 mg/dl. The specific value was shown as "high." The customer addressed the issue by administering a correction bolus via the pump without any assistance from a third party and resolved recurring alarms by clearing them and resuming insulin delivery. There was no need for additional assistance as frequent occlusion issues were not experienced, leading to the case being closed by technical support.